Event description:
It was reported that approximately two years post a coronary drug eluting stenting treatment procedure, thrombosis occurred. The physician implanted a 3.50x32mm taxus express2 drug eluting stent in the left anterior descending (lad). The pt remained on plavix for one year. 13 months after discontinuing the plavix, thrombosis was found. The pt was treated with thrombolitics at one facility and then transferred to a different facility. The pt was treated with angioplasty and medication. The pt condition is reported as stable. Further info has been requested but has not been rec'd.

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of the event.